Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and stated that the patient has a reaction to the sensor adhesive, after one day of use. Patient visited the hcp office and was provided with a steroid cream for after use. The rash subsides after 1 or 2 days of steroid use. This complaint is being reported because the patient required medical intervention to treat a reaction to sensor adhesive.